Event description:
It was reported that when the device was used during a laparoscopic gastric bypass, the surgeon noticed a leak in the anastomosis after the device was fired, resulting from an incomplete staple line on the posterior side. The surgeon hand sutured the anastomosis (bowel and stomach), until there was no leak of air. One week post-op pt returned to emergency dept complaining of vomiting of blood. Emergency dept physician was concerned with potential post-op pulmonary embolism and a CT was ordered. CT was negative and pt sent home. Operating surgeon was not notified of pt complaint. Following release from the emergency dept, the pt developed sepsis and admitted to another facility where the pt expired. Autopsy report noted a leak in the pouch.